Manufacturer narrative:
Product complaint # (B)(4) additional information provided: then it happened 2 more times in a row, so they pulled the rest of the box. They have 10 packs left in that box. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? No when were the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - while using on the patient during suturing are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Yes - I have the remainder of the box ¿ a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2026 and suture was used. The surgeon had a needle pull off the suture with a small pull. No patient consequences. Additional information has been requested.